Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hepatectomy procedure, the staples were pushed out of the cartridge, but not formed. It was not noted how the case was completed. No pt consequence reported.